Event description:
The customer reported being hospitalized due to low blood glucose of 40mmg/dl. The customer stated that he works nights and did not eat before going to sleep. The customer stated that while staying at the hospital the insulin pump was removed by the nurse, and the insulin pump was dropped it on the floor. The customer stated that he does not see any physical damage on the device, but he requested a replacement of the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.